Event description:
During a phacoemulsification procedure, the collection cassette would not capture. Another unit was used to complete the procedure which was delayed approx 15 minutes. There were no pt injuries.